Event description:
It was reported that a red alert posted to the latitude website, that this right ventricular (rv) lead exhibited low pacing impedance (less than 200 ohms). The physician reported the decrease to be a gradual drop in pacing impedance. The physician will monitor the patient closely. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.